Event description:
During a robotic hysterectomy with bilateral salpingectomy and cystoscopy, the surgeon was using a robotic force bipolar instrument when a defect appeared at the distal articulating tip. Initially, the defect appeared to be a suture. The surgeon removed the instrument from the patient for inspection. Upon inspection, a portion of the articulating mechanism at the instrument's tip had broken, and a piece was hanging from the side. The instrument was immediately replaced and quarantined. At that time, a small fragment of the broken component was identified within the surgical field and safely removed. The surgeon carefully inspected the area, and no additional fragments were identified. The procedure continued without further issues, no patient harm was identified.